Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fainted and fell on (B)(6) 2025. There were no alarms at the time, but the pulsatility index (pi) fluctuated greatly from 2-3 to around 8 to 2-3 in about 30 seconds suggesting suction. There were no unusual events recorded in the log file event history.

Manufacturer narrative:
Section d4: model and catalog numbers corrected section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 23apr2025 through 25apr2025. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The IFU lists potential adverse events, including bleeding, pericardial fluid collection, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. It also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Th prothrombin time (pt) and international normalized ratio (inr) were prolonged on (B)(6) 2025, and the dose of warfarin was reduced, but the patient fainted before the dawn on (B)(6) 2025, and fluid replacement was performed. That the patient sustained a laceration on the forehead with bleeding at the time of the fall. The event required reoperation and transfusion. Hemostasis was achieved through compression it was possible that hemostasis during the implantation surgery was not completely achieved. A head computed tomography (CT) confirmed that there were no fractures or intracranial hemorrhages. A plain chest CT revealed a pericardial hematoma. Additionally, echocardiography showed a reduced left ventricular diameter (lvdd) of 45 to 37 mm in the left ventricle and a d-shaped left ventricle. The inferior vena cava (ivc) was dilated without collapse. Based on these findings, the condition was treated as a cardiac tamponade due to the hematoma. A repeat computed tomography (CT) scan revealed a cardiac hematoma, and the patient was suspected of having an impaired flow of blood into the left ventricle due to an enlarged hematoma (rebleeding) and signs of cardiac tamponade. It was additionally communicated that the patient experienced massive bleeding from the mediastinum. The cause of the bleeding was determined to be over anticoagulation and procedural related to the implant procedure. The patient was given greater than 4 units, but less than 8 units of red blood cells (rbcs) and was also given drug treatment. Extracellular fluid infusion and relaxation of sodium restriction were implemented to maintain preload and ensure adequate left ventricular assist device (lvad) flow. Following these interventions and restricted activity to indoor ambulation, no collapse of the left ventricle, progression of anemia, or syncopal episodes occurred. Additionally, since the hematoma removal surgery, no further syncopal episodes occurred, and the previously observed dizziness improved. Suction events were suspected based on the event log file. The event was determined to be probably device related. The reason for determining causality was that mediastinal hematoma immediately after implantation. They were followed up based on the judgment that it did not affect the circulation. The possibility was explained to the patient, who acknowledged and understood the situation. The patient had been managed with no issues, and activity restrictions were gradually lifted. The issue was considered to be resolved.